Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated patient's fall. It was reported that a patient was being hoisted from a chair to a bed using the lift, the transfer took place and hoisted the patient up then as the hoist was over the bed the shoulder clip of sling detached from the hanger bar. The patient fell, however was dropped only a few inches. When examining the sling it was noticed that the clip was upside down.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. Based on the complaint description as provided by the customer: the patient was being hoisted from a chair to a bed using maxi move lift. This is a passive patient lift system that uses slings to transfer a patient or occupant. It was indicated that the disposable (flite) sling detached from the spreader bar of the lift at the shoulder attachment point and the patient fell. However, the patient was over the bed and only few inches above it so the merely tipped to one side and came to rest on the bed without significant impact and without any sign of harm. On examination of the disposable (flite) sling involved in the event right shoulder clip that holds the sling to the hoist was found to have a defect, in that it was in good condition but sewn into the sling upside down. The occurrence rate observed for complaints with this defect is currently considered to be extremely low. Furthermore, to provide conclusive insight into the event at hand, we have requested the flite sling with its clip upside down to be returned. With this sling we have performed a simulation to mimic the event description. From knowledge gathered to date related to transfer from seated (chair) to horizontal (bed) position we know that a shoulder side sling clip, can only not be in place at the shoulder side and cause a drop, when it is taken off by the caregiver during transfer while the clip is still loaded with the weight of the sling occupant. In addition we have performed a simulation of use according to use instructions with a sling that has a clip placed incorrectly (upside down) in the same manner as the reported event and even included situations whereby there would be convulsions / aimed efforts to detach the clip by the person in the sling. The result of our simulation is that the normal and defective slings behave identically. Even one of the clip sling is sewn upside down it will stay in place as the weight of the person in the sling is gradually taken up. It is not likely to come off during use; it cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug, and it cannot go upward because it is being pulled down by the weight of the patient. Even if the user were to continue the transfer with the clip sewn in upside down, while still using the system as per the IFU; the clip will act in the exact same way as any other clip: weight will be loaded on the clip and the weight of the person in the flite sling will lock it into position. The fact the clip is put on the pin with a bigger hole has no effect on it the safety of its on label use. In conclusion our investigation finds that the clip being positioned upside down on the sling is not the root cause for the clip detachment. If the system (lift and sling) is using according to the instruction for use (IFU) no injury may occur. The person using the disposable (flite) sling according to the IFU, will make sure it is in place before performing the transfer. This necessitates visual contact. It is quite noticeable that the shape is different. As a result the user will have the opportunity to stop the use of the flite sling at that point or perhaps before. As a result we conclude that : the possibility of occurrence of such clip being in the market is considered quite low, and even if it does occur, there is no immediate risk as even when it is not detected and it is used, as long as the IFU is followed the clip will function correctly. The sling was not to specification as it had a malfunction from production (clip positioned wrong way around) but that malfunction did not contribute to the event, the sling was present and in that way contributed the event that in our evaluation was caused by the user not following the IFU, due to lack of awareness of the IFU contents - during use with a patient. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer.